Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer's nurse states that the customer feels well and requires no medical attention. Customer's expected blood results are 120-130mg/dl fasting. Verified the strips expire 07/22/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed a blood test, 153mg/dl fasting. Reviewed meter memory: (B)(6).

Manufacturer narrative:
(B)(4). Product returned, but evaluation is under-going.

Event description:
Consumer complaint of high blood results. Customer's nurse states that the customer feels well and requires no medical attention. Customer's expected blood results are 120-130mg/dl fasting. Verified the strips expire 07/22/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a blood test, 153mg/dl fasting. Reviewed meter memory: 172mg/dl, (B)(6) 2015, 06:17:00 pm, fasting: yes; 180mg/dl, (B)(6) 2015, 06:17:00 pm, fasting: yes; 211mg/dl, (B)(6) 2015, 08:34:00 am, fasting: yes; 255mg/dl, (B)(6) 2015, 09:21:00 pm, fasting: yes; 207mg/dl, (B)(6) 2015, 07:05:00 am, fasting: yes.